Event description:
This customer obtained a non-reproducible, higher than expected vitros trop I es result for a single patient sample while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original patient result was not reported to the clinician. There was no allegation of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected trop I es patient result occurred. The investigation also determined that cellular debris, due to poor sample preparation, was present in the affected sample. Vitros trop I es instructions for use inform the user not to use turbid and/or hemolyzed specimens as the result could be affected. Additionally, samples should be thoroughly separated from all cellular material, and failure to do so may lead to an erroneous result. After the sample was properly centrifuged to remove cellular debris, the correct trop I es patient result was obtained. The most likely cause of the event was user error, as a turbid patient sample was not processed and analyzed in accordance with the manufacturer's instructions for use.